Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Device received with cracked case and cracked battery tube threads. Unable to determine audio anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and vibrating for a while and after that it did not show anything and crack on the back of the insulin pump. Customer¿s blood glucose was 147 mg/dl. Customer stated that they did not hear fluid when shaking the insulin pump. Customer stated that they see fluid under the screen. Troubleshooting was performed. The insulin pump will be returned for analysis.